Event description:
The complaint involved a patient who underwent hip revision surgery on (B)(6) 2018. The original surgery is dated (B)(6) 2018. The revision surgery occured because of an alleged patient fall. During the revision, the paragon stem was revised to a non-omni revision stem.